Event description:
While utilizing a towel clip during a laparoscopic cholecystectomy, the tip of the towel clip broke off and the tip of the towel clip was retained in the soft tissue of the patient's abdomen.====================== health professional's impression======================the tip broke off during surgery.